Event description:
It was reported that the customer was hospitalized for two days due to high blood glucose three weeks ago. The blood glucose at time of his admission was 540mg/dl, and he was treated with an insulin drip and plenty of water. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.